Event description:
Healthcare professional reported injected a patient with skinvive¿ by juvéderm®. The patient experienced ¿vascular occlusion.¿ additionally, it was reported that the patient was injected in the face with 2 ml of skinvive¿ by juvéderm®. The next day, the vascular occlusion occurred at the injection site and an ultrasound was performed that had "inconclusive results. The patient was treated that day with hylenex. The event resolved 9 days later.

Event description:
Healthcare professional reported injected a patient with skinvive¿ by juvéderm®. The patient experienced ¿vascular occlusion.¿ event status is unknown.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, corrected, and/or changed data: a2, a3, a6, b2, b3, b5, b6, b7, c row 1, d4, d6a, h4, h6, h8.

Event description:
Additionally, it was reported that the patient was injected in the face with 2 ml of skinvive¿ by juvéderm®. The next day, the vascular occlusion occurred at the injection site and an ultrasound was performed that had "inconclusive results. The patient was treated that day with hylenex. The event resolved 9 days later.